Event description:
A nurse contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 5 of 6. The nurse stated the details of the error were unknown. The nurse thought the patient disconnected, causing the alarm. Gts suggested that the nurse let the patient's dialysis nurse know about the error. Product surveillance contacted the patient's dialysis nurse. No injury or medical intervention was reported. Product surveillance contacted the patient?s dialysis nurse. The nurse stated that she was contacted and informed that the patient was disconnected during therapy. The nurse did not know if the disconnection was intentional or unintentional or where it occurred during setup. It is unknown if the patient was reconnected to the set up after this disconnection. The nurse stated she was contacted again after the initial call and was informed that the home choice (hc) was alarming system error 2240. No additional information was available on sample availability or if anything unusual was noted with the supplies used.

Manufacturer narrative:
The product has been returned and extended investigations have been completed. The complaint is confirmed. The cause of the meter power issue was due to a hardware component failure. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This is a final report.

Event description:
Customer's boyfriend reported that on (B)(6) 2010 customer noticed a blank screen (the meter would not turn on with the button or with test strip insertion) on the display of her freestyle lite blood glucose meter. He further reported the next day customer experienced confusion, memory loss and a seizure. No third-party emergent intervention was reported. Customer denied self-treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The customer's meter sn# (B)(4) was returned and investigated. The meter did not power on with strip insertion or with button depression. The meter was disassembled and no corrosion was found on the meter's printed circuit board. Continuity tests on the printed circuit board were performed. The meter is still under investigation and an additional report will be sent once new information is received.